Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the external pulse generator (epg) was submerged in water. The output connector assembly was found to be broken. The hanger assembly, battery drawer shorting bar, display , main printed circuit board (pcb), encoder assembly, six main pcb screws, one hanger screw and four knobs were contaminated. The upper case was broken. The lower case was broken and contaminated. The main seal and display wires were, however the wire insulation was not compromised. Pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for service as it had been submerged in water and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.